Event description:
Rptr was exposed to latex gloves and the powder while at work. Rptr was taken to the emergency room where they were treated for latex allergy. Employer had been made aware of this allergy and steps were supposed to have been taken to remove all latex items from building.